Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the report that the programmer stopped interrogating devices. The programmer rf (radiofrequency) head cable was found to be out of specification. The programmer keyboard and keyboard hinges were also observed to be broken, and the fan was noisy.

Event description:
It was reported the programmer stopped interrogating devices. The programmer rf (radiofrequency) head was changed, but the problem continued. A warning also occurred while interrogating a device. There was no patient involvement. The programmer rf (radiofrequency) head was returned with the programmer and tested out of specification during manufacturer's analysis.